Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 15 march 2025, senseonics was made aware of an incident where physician was unable to remove the sensor on the first attempt made. The sensor was inserted on (B)(6) 2024. The sensor was palpable before the incision and transmitter was used to localize the sensor. Ultrasound and magnet was not used to localize the sensor.

Manufacturer narrative:
The sensor was successfully removed on (B)(6) 2025. H6. Health effect - clinical code updated to 4582 h6. Investigation findings updated to 4248 h6. Investigation conclusions updated to 4311.